Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings:during investigation, the pump powered on with a blank display. The pump¿s audible tones and vibration functioned appropriately. Evaluation revealed a failed display flex that caused the display to appear blank. A test display was inserted and the display was found to function properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).